Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The instrument was found to have damage to the conductor wire insulation. The conductor wire was found to have insulation damage at the yaw pulley. Visual inspection found the wire to be exposed. The instrument grips were manually manipulated; the instrument passed the electrical continuity test on 3 out of 3 attempts. There were no signs of thermal damage. Common causes of damaged insulation instrument conductor wire bipolar are attributed to mechanical impact, such as accidental drops the instrument, or inadvertent collisions with other instruments, or hard surfaces, during handling or usage. At this time, the complaint investigation has been completed and the record will be closed. If additional information is obtained, then the record will be re-opened for further evaluation.

Event description:
It was reported that during central processing, the long bipolar grasper had a cut in the insulation cable. There was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: even though there was no report of any issues after the last use of the instrument, it is believed that there were no issues regarding loss of cautery. The extent of the damage cannot be determined without a 4x magnification.